Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported leak appears to be due to the broken flush port. The broken luer appears to be related to user technique. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 5. One clip was successfully implanted. Upon turning the triclip steerable guide catheter (tsgc), the pressure transducer on the side port came into contact with the stabilizer, causing it to break. A leak was then observed. The tsgc was replaced and one clip was then implanted, reducing tr to a grade of 2-3. There were no adverse patient effects and no clinically significant delay in the procedure.